Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and restenosis, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2011, a 3.5x23mm xience v stent was successfully implanted in the proximal left anterior descending (lad) coronary artery lesion and a 2.5x28mm xience v stent was successfully implanted in the 1st diagonal coronary artery lesion. On (B)(6) 2011, the patient was discharged from the hospital. On (B)(6) 2012, the patient was hospitalized for chest pain. Elevated creatinine kinase (ck), lad 90% re-stenosis, positive stress test and an old myocardial infarction was noted. Although reportedly, the lad stent contained no re-stenosis, on (B)(6) 2012, a 4.0x15mm xience v stent was implanted at the proximal lad, overlapping the 3.5x23mm xience v stent. Medication was provided. On (B)(6) 2012, the event resolved without sequela and patient was discharged from the hospital. There was no additional information provided.